Event description:
It was reported that the device was used on a serious ill patient in ventilation mode bipab asb. The device stopped operation with message "mixer inop". Ventilation stopped and an optical and accustical alarm was given. The patient was immediately manually ventilated but her state of health was deteriorated. She was resucitated.